Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was observed on the reservoir of a large volume infusor. The event occurred before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 14, 2013 to october 15, 2013. The device was received and the evaluation was completed to investigate the reported issue. Visual and microscopic inspections were performed and revealed particulate matter embedded in the stress member. The particle was not in the fluid pathway due to it being molded into the material of the stress member. Fourier transform infrared spectroscopy was attempted; however, visible signals could not be generate from the particle. Therefore, the material of the particle could not be identified. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.